Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove <10mm polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the loop was difficult to extend, and it would not cut through polyps. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.